Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are flat spots on the distal shaft at 7cm and 10cm from the tip. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 06dec2019. It was reported that the device was kinked. The stenosed target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. Upon advancing, it was noted that the connection part of the catheter was kinked. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed collar separation.